Event description:
Ous MDR - one day after the implantation, the pacemaker was explanted because, it was reported that the pacemaker could not be interrogated. There was no adverse pt effects due to this.

Manufacturer narrative:
Ous MDR.